Event description:
It was reported that a transfer set was leaking. The nurse stated that the patient used an alcohol based disinfectant. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient used septoderm spray (an alcohol based disinfectant) on the transfer set and a leak was discovered. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. According to the warning appearing on the direction sheet for the product, ¿do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.¿ should additional relevant information become available, a supplemental report will be submitted.